Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during post implant defibrillation testing of this device, the physician reported that the 50hz pacing current for induction was cut off mid cycle. Two additional attempts were made; however in all attempts the energy was blocked within 2 seconds. For this patient, a 10 joule sync shock was delivered and shock impedance was 50 ohm. The physician was satisfied and the patient released. No system changes were required.